Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler underwent hernia surgery. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with this pd patient, it was reported that the patient experienced an inguinal hernia due to unknown etiology approximately two to three years ago and prior to being started on pd therapy. The patient was able to undergo ccpd therapy on the liberty select cycler at home without issue since the start on pd in (B)(6) 2024; however, it was determined by a physician that the hernia may worsen over time as a result of normal pd therapy, and the patient underwent an outpatient hernia corrective procedure on (B)(6) 2024. The patient was placed on backup hemodialysis on an in-center basis to allow the surgical site to heal. The patient is recovering from the surgery at home without complication. It was confirmed that the patient¿s inguinal hernia and associated corrective procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis with plans to return to ccpd therapy on the same liberty select cycler upon resolution of the surgical site.

Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of an inguinal hernia as he was diagnosed prior to his start on pd. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s injury cannot be determined; however, it was confirmed that the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by the patient. This is further supported by studies that have found most hernias occur prior to the patient¿s start on pd. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, though an allegation exists by the patient that stated pd fluid caused his hernia, there is no objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler underwent hernia surgery. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with this pd patient, it was reported that the patient experienced an inguinal hernia due to unknown etiology approximately two to three years ago and prior to being started on pd therapy. The patient was able to undergo ccpd therapy on the liberty select cycler at home without issue since the start on pd in (B)(6) 2024; however, it was determined by a physician that the hernia may worsen over time as a result of normal pd therapy, and the patient underwent an outpatient hernia corrective procedure on (B)(6) 2024. The patient was placed on backup hemodialysis on an in-center basis to allow the surgical site to heal. The patient is recovering from the surgery at home without complication. It was confirmed that the patient¿s inguinal hernia and associated corrective procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis with plans to return to ccpd therapy on the same liberty select cycler upon resolution of the surgical site.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.